Manufacturer narrative:
PMA/510(k) # p100022/s014. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Per medwatch form: patient underwent diagnostic arteriogram and transcatheter intervention; first stent was deployed (pr 396544 lot c1741457), and md requested an additional stent. Prior to placement, it was discovered the date on the stent packaging was expired (B)(6)2022. (Pr (B)(6) lot c1769805) date of implant: (B)(6)2022. Patient outcome: n/a - occurrence was discovered prior to patient contact. Sg (B)(6)2023. Patient/event info - notes: please provide the originator a list of any additional manufacturer questions required for investigation. Sg (B)(6)2023 the following information has been requested via email on (B)(6)2023. Sg (B)(6)2023 in the section ¿describe event¿ the statement ¿first stent was deployed, and md requested an additional stent. Prior to placement, it was discovered the date on the stent packaging was expired (B)(6)2022.¿ was g38489 ¿ lot c1741457 the 1st stent placed? If so was it removed due to the expiration date, or was it just a stent that you had on hand and not used? Also please confirm that the second expired stent was not used on the patient?

Manufacturer narrative:
PMA/510(k) # p100022/s014. Supplemental report is being submitted as report is being cancelled as it longer meets reporting requirements - confirmation on 24-jul-2023 file can be cancelled since it is unconfirmed if the device was placed.

Event description:
Supplemental report is being submitted as report is being cancelled as it longer meets reporting requirements - confirmation on 24-jul-2023 file can be cancelled since it is unconfirmed if the device was placed.